Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, yes, they had notified their managing physician for issues. The circumstances/cause that led to the shocking/uncomfortable stimulation was not determined. As further steps taken to resolve the issue, the patient had contacted the manufacturer. The issue was reported as not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a shocking and uncomfortable stimulation feeling sensation. This started in the past 5 days, ( (B)(6) 2019). The patient stated that they would get a really bad shock or ¿stinging feeling¿ in their back. The sensation would occur in a sitting, standing, and laying position. There were no falls or trauma reported that could be related to the issue. It was confirmed with the programmer that the stimulation was on. It was recommended to decrease the amplitude but the patient stated if they did, their leaking symptom would return. The patient was on program 1 and was going to change to program 2 today and was feeling the stimulation at 0.6. It was suggested to the patient to increase the stimulation as needed and to consult with their healthcare professional (hcp) if the shocking returned. They were to follow up with their hcp. There were no further complications reported or anticipated.